Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, "intracapsular rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "intracapsular rupture". Healthcare professional later reported "capsular contracture and implant rupture". Healthcare professional later reporter "capsular contracture baker grade iii". This record is for the right side. Device was explanted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported "intracapsular rupture". Healthcare professional later reported "capsular contracture and implant rupture". Healthcare professional later reporter "capsular contracture baker grade iii". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.